Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the power cord is coming out during patient use. No patient injury reported.

Manufacturer narrative:
(B)(4). One unit of catalog number 048-91 (aquatherm heater 091) was received for analysis. A visual exam was performed and the power cord appeared to be pulled out from the base of the unit and looked to be pulled with excessive force. Functional testing was performed and the unit passed the tests. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint of "power cord coming out" was confirmed. Although the complaint was confirmed, a root cause for the defect could not be determined. All aquatherm heater products are 100% tested at the manufacturing site; therefore, a defect of this type would be detected prior to release. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the power cord is coming out during patient use. No patient injury reported.